Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: a visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts lifted and pulled in a distal direction. The undamaged crimped stent od(outer diameter) was measured and was within the max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
Reportable based in device analysis completed on 18-dec-2018. It was reported that this 3.00 x 48 synergy device was returned with no known complaint. However, device analysis revealed the stent damage.